Manufacturer narrative:
The lot reported is not valid therefore a DHR cannot be requested. Based on the information, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 30/aug/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ repair on(B)(6) 2021 and was implanted with strattice mesh device lot sp200266-038. The patient then underwent a ¿repair of recurrent ventral hernia with removal of previously placed mesh¿ on (B)(6) 2022. The ppf form also indicates the patient was implanted with non-abbvie devices ¿bard ventriost¿ on (B)(6) 2020 and ¿bard mesh/marlex/flat¿ during the (B)(6) 2022 procedure. No ¿revision or removal¿ surgery was reported for the non-abbvie devices. It is also reported in the ppf form that this patient previously had 2 strokes and has a history of lupus. The patient claims the implantation and failure of the strattice mesh has ¿caused chronic pain, adhesions, bowel involvement, and hernia recurrence which required an additional surgical procedure during which the strattice was removed.¿ no other information was provided. Although a lot number was reported, the lot is not valid and remains unknown. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6), 2021. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported out of an abundance of caution as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2021. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.